Event description:
Surgery was done in 2005 with 2-10mm wedges and 30cc granules, soaked in blood. Pt was on-weight bearing in a brace for 6 weeks. When pt became weight bearing, the plate broke. Pt was revised the beginning of oct (surgeon didn't know about it for two weeks). Dr observed a spongy, jelly-like material in the site.

Manufacturer narrative:
On july 24, 2008, the quality group was performing an audit of the trufit bgs complaint files. During this review, quality noticed that this complaint was determined to be reportable (us and EU) but that there was no evidence that a medwatch report was ever submitted. No prod was returned for eval.